Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a partial lead was returned in two pieces. Final analysis found no anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-15866 it was reported that the patient's atrial lead and right ventricular lead exhibited high capture thresholds. It was found that both leads were dislodged. The leads were explanted and replaced. The patient was stable.